Event description:
Intermittent atrial under-sensing noted on current egm and stored episodes with false termination of an atrial arrhythmia and inappropriate atrial pacing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).